Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-4020c-07 fastthread bio-composite interference screw tip broke during tightening. Surgeon was able to implant a new 7 by 20 screw to complete the case without further issues. This was discovered during an acl reconstruction on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed, the ar-4020c-07 was received and found to have the end of the screw broken, approx. .70 mm of the screw is missing. Also, the end of the screw is crack. The relevant measurable dimensions were found to meet specifications. The cause is undetermined, however likely causes include improper bone prep; misaligned insertion; prying/leveraging the device during insertion.